Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was identified that the scope's image was cloudy and staff had difficulty focusing through the scope. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet received the scope on 09/22/08. The visual inspection showed that there were scratches on the tube shaft and the optic was compromised. Maquet shipped the scope to our OEM on 09/26/08. A supplemental report will be submitted when the OEM's investigation has been completed, and maquet receives the failure analysis.